Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported her blood glucose level was 201 mg/dl at 7:38 am and she had a headache. Her normal range is 120-140 mg/dl. She has experienced elevated blood glucose levels for a week. She has been able to correct the elevated levels by bolusing via the infusion device. During follow-up with the patient on (B)(6) 2013 she stated that she had continued to experience elevated blood glucose levels. Troubleshooting with the patient did not reveal any problems with the device. The patient's doctor put her on a different type of insulin. It was suggested to the patient that her basal rates may need adjusted, but she stated that her doctor made no mention of that. The patient thinks the infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.